Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device did not display a 12-lead. The device was in use on a patient during the event; however, no patient or user consequences or impact have been reported.